Manufacturer narrative:
G.4. Applicable 510k numbers are k003553;k141311;k250884 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml reg pr saline 10ml fill had discoloration. The following information was provided by the initial reporter: material # 306546 batch # 5295643, 5288002 verbatim: rcc received a complaint via email. Email(s) attached. Customer states they found some 10ml bd flush syringes that appear cloudy. Unknown total number of quantity. More than 1 for sure. Additional information provided: please clarify what is cloudy. - the saline solution? Yes? - the syringe/molded parts? Yes.